Event description:
The customer reported elevated troponin I (accutni) results, for multiple patients, involving unicel dxc 880i synchron access clinical system. This report refers to patient number eight. Subsequent testing results crossed clinical reference ranges. The erroneous results were reported out of the laboratory and corrected reports were released to physicians. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered some peri-tubing was flattened and tubing to be very yellow. The fse replaced the peri-tubing and the aspirate and dispense probes. The fse completed high sensitivity (hs) system check and troponin precision test. System test results conformed to the manufacturer's published specifications. The customer has established protocol of re-evaluating all troponin results that are greater than 0.1 ng/ml. Retest patient samples are aliquoted and re-centrifuged prior to analysis. Quality control performed on (B)(4) 2009 was within range but was out of range (>7-8 standard deviation) on the same day. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03800, 03801, 03802, 03803, 03806, 03807, 03809, 03812, 03814, 03815, 03854.